Event description:
Patient heard a pop in their shoulder and then had shoulder pain. Two screws were initially inserted. One was still intact and working. One broke. The surgeon went back in, found the washer and trimmed off the head of the screw.